Event description:
The hospital reported a "no comm" message for four telemetry patients that were being monitored on the clinical information center (cic). No death or serious injury was reported and medical intervention was not required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.